Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) and while mapping with an octaray mapping catheter, after going transseptal, the patient experienced st elevation. The patient's blood pressure dropped and there was no oxygenation. The case was stopped, and the medical team was able to get the rhythm back/cardiac arrest requiring CPR. The patient was moved to the ICU and was in stable condition. No ablation was completed during the case. The patient was in stable condition when leaving the ep (electrophysiology) lab and the ICU also reported that the patient is in stable condition. The catheters in the body when the event happened were the octaray and soundstar. The information received indicated that the physician¿s opinion on the cause of this adverse event was that the patient experienced mi (myocardial infarction) during procedure based on patient history. The outcome of the adverse event was that the latest update indicated that the patient had improved and was breathing on their own but was being kept for observation. The patient required a couple of days extended hospitalization until they were stable enough to return home. One sheath exchange had been performed to prepare for mapping. Transseptal access was gained through pfo (patent foramen ovale). No energy had been given.